Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 2 february 2017. The representative reported that they reloaded the software onto the imaging system, which resolved the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while outside of a procedure, the imaging system and viewing station of the imaging system would not start up. Initial troubleshooting through remote access found that a database loading error occurred. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. "On accessing the remote desktop there was an error relating to database loading." A corrupt image acquisition system (ias) can give you a database error. This issue was documented in a medtronic imaging software anomaly tracking database.